Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 9.6-11.5cm and 35.0-36.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 10.3-13.6cm and 14.0-18.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.